Manufacturer narrative:
Patient weight is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation; reportedly it was discarded. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 1.8mm drill bit was broken during a clavicle repair on (B)(6) 2018. Reportedly, while the surgeon was drilling through the 1.8mm drill guide to secure the lateral portion of the clavicle plate to the bone, the drill bit broke into pieces. The broken pieces were visible with the naked eye and were easily retrieved. The surgeon completed the drilling for the plate using another drill guide that was readily available. There were no surgical delays, no additional medical intervention required and no consequence to the patient. The surgery was successfully completed. The broken drill guide was discarded. Concomitant devices reported: drill guide (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Lot number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 1.8mm drill bit was broken during a clavicle repair on (B)(6) 2018.